Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the dermatome used to obtain split skin graft caused a deep laceration. It cut more thickly than intended. It was checked by the surgeon and set correctly. The surgery was completed using an alternate device. An additional surgery was needed. There was a delay, but the time was unknown. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 9, 2018, it was reported that during surgery the dermatome used to obtain split skin graft caused a deep laceration. It cut more thickly than intended. It was checked by the surgeon and it was set correctly. The customer returned an air dermatome device, serial number 108071, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number 108071 four times as documented in the repair reports in livelink. The last repair was january 2, 2015 where it was reported that the device was making a rattling noise and the blade was rotating and the ball detent, damaged head, damaged control bar, thickness control lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, width plates, and o-ring were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on july 23, 2018 revealed that the calibration was out of specifications at all settings. The control bar was in the correct position and the motor speed was within specifications. It was also noted that the head was visibly worn and had nicks on the edge. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet taiwan on july 23, 2018 which included replacement of the motor, bearings, o-ring, seal and retaining ring, reciprocating arm, machined head, control bar assembly, fine adjustment cams, set screw, and hinge throttle gasket. Air dermatome, serial number 108071, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was out of specifications at all settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was suturing of laceration required.